Event description:
My local (B)(6) pharmacy sold my grandmother a box of diabetic test strips that was already opened. This has happened three time in the past. This box of test strips had toothpicks inside of the vial. The pharmacy refused to give her a refund even though she hadn¿t even left the drive through yet. This is a serious safety concern.